Event description:
It is reported that the handle had separated of the other part of the instrument during the surgery. Due to this, the surgery was delayed for 45 minutes.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer (B)(4)., which markets the device in (B)(4). This report will be amended when our investigation is complete. (B)(4).